Manufacturer narrative:
The report received from the field indicated that while preparing for a percutaneous coronary intervention, the shaft of the cypher 3.5 x 33 mm stent was noted to be kinked/bent and saline solution leaked out during preparation. There was no reported patient injury. The product was not clinically used in the patient. Multiple attempts to clarify the event and obtain additional information have been unsuccessful. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that while preparing for a percutaneous coronary intervention, the shaft of the cypher 3.5 x 33 mm stent was noted to be kinked/bent and saline solution leaked out during preparation. There was no reported patient injury. The product was not clinically used in the patient. Attempts to obtain additional information have been unsuccessful to date.